Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the front display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the front display of the unit was not working. There was no patient involvement.